Event description:
Bilateral capsular contracture baker grade 4, left-side.

Manufacturer narrative:
This is a request to void this report as sientra received updated information from the health care provider that this was not the affected side or serial number.

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra will not be able to perform a failure analysis because the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.